Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that surgery begins on september 24 with dr. (B)(6). Find the broken meniscus, ask for 12 ° meniscal suture, go to the table, indicate the steps to place it as indicated in the training, also it was not the first time that the doctor placed this first suture, it did not fail, it got very well. At the time of placing the second, the doctor shoots the first point and this failure leaves the implant outside. He asks for a 3 0 ° meniscal suture and the exact same thing happens. Leaving the implants on the outside. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, both implants are deployed but held in place by suture. The silicon sleeve was in good conditions. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause for the reported failure can be attributed to low tension applied in the trigger or the internal spring can be defective. This cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device lot number:6l47634, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that a surgery began on september 24 with the doctor to repair the broken meniscus. The doctor asked for the 12 ° meniscal suture, go to the table, indicate the steps to place it as indicated in the training, also it was not the first time that the doctor placed this first suture, it did not fail, it got very well. At the time of placing the second, the doctor shoots the first point and this failure leaves the implant outside. He asks for a 3 0 ° meniscal suture and the exact same thing happens. Leaving the implants on the outside. Additional information provided by the affiliate with the suture that presented optimal functioning, a part of the meniscus was corrected, the rest was remodeled by dr. (B)(6) with a basketh. It was also reported he only fragment that was generated was the implant that expelled the meniscal suture, which was not left in the patient and there were no consequences for the patient. The reported devices will be returned for evaluation.